Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6) batch: 7077684/7077749.

Event description:
It was reported that the patient was experiencing inadequate pain relief despite reprogramming. The patient underwent an explant procedure and was doing well postoperatively. All device components were removed and discarded by the medical facility.